Event description:
The patient received a vibratory alert for high impedance. The rv lead and ICD were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance measurement was confirmed after viewing data stored in the device. X-ray exam identified a broken ground case wire as the cause for the high impedance.